Event description:
It was reported that one side of the patient's device system was infected, and that side was disconnected. It was indicated that this occurred on the right side. It was noted that the patient still had wiring implanted on the right side going to the left side of his body. This likely referred to the patient's right lead which delivered therapy to the left side of the patient's body. It was noted that this occurred shortly after the implant surgery. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3387s-40, lot# v042082, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v045101, implanted: (B)(6) 2007, product type: lead. (B)(4).